Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the core threads of all the products were exposed as much as 3 mm. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received. This complaint has been re-evaluated as not reportable. If information is provided in the future, a supplemental report will be issued.